Manufacturer narrative:
A replacement glidescope core smart cable and a glidescope video baton 2.0 large were provided to the customer. The core smart cable and the video baton 2.0 used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned core smart cable and observed the cable was not recognized when connected to a known, good, test baton or test single-use blade. The camera image quality test was performed and failed. The technical service representative connected the customer's glidescope video baton 2.0 large to test equipment and could not confirm any failure. The customer's video baton 2.0 was recognized by test equipment as normal. The camera image quality test was performed and passed. The technical service representative attributed the "no image" issue to cable failure. Since the customer had already received a replacement glidescope core smart cable and glidescope video baton 2.0 large, the returned core smart cable and video baton 2.0 were scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would disappear. The procedure was completed using an unspecified device, which was made available within thirty (30) minutes. No harm to the patient or user was reported.